Manufacturer narrative:
Investigation summary: 1 opened sample was received. The samples are not decontaminated. The samples were subjected to visual inspection. Needle pierced through catheter was observed on actual samples. The complaint is confirmed and product is out of specification. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Corrective actions have been initiated to reduce the reoccurrence of this incident. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. CAPA#(B)(4) had been raised to address needle pierced through catheter issue.

Event description:
It was reported that the 24g x 0.56 in (0.7 x 14 mm) insyte experienced a general safety issue with the customer stating "the catheter part that stays in the arm of the patient (newborn) is pierced and almost fully cut."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.56in (0.7 x 14 mm) insyte experienced a general safety issue with the customer stating "the catheter part that stays in the arm of the patient (newborn) is pierced and almost fully cut..."